Manufacturer narrative:
(B)(4). Eval, results: explant analysis is pending; migration; stent; endotension. Conclusion: explant analysis is pending. Stent; endotension.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 6 years ago as part of an (B)(4) study. It was reported that 1.5 months post implant the pt returned for a possible type 4 endoleak where 4 additional stent grafts were implanted. Furthermore, follow-up films approx 4 years post implant were reviewed and showed no change; however, a CT scan 2 years previously demonstrated, the proximal free flow ring was fractured and one of the struts or 2 struts may be penetrating the aortic wall without the presence of a hematoma or pseudo-aneurysm. Approx 1 month ago there has been recognized aneurysm growth to 9.4 cm without the presence of an endoleak. The aneurysm expansion was attributed to endotension. The decision was made to explant the stent graft and a dacron graft was sewn onto the thoracic aorta. The explanted stent graft was returned and its evaluation is pending. No additional clinical sequelae were reported and the pt is fine. Cta films from 13 months ago were reviewed by an independent physician and his impression was as follows: there is a proximal bare spring fracture. The thoracic aneurysm measures 74 x 79 mm in greatest dimension. There are no obvious endoleaks present on the current examination. There appears to be adequate proximal and distal seal of the graft.